Manufacturer narrative:
E1reporter phone number - (B)(6)

Event description:
Philips received a complaint on the v60 ventilator indicating that there were concerns about the electrical safety of the device. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The bench service engineer (bse) found that the plate that contains the o2 inlet and the power cord needed to be replaced due to electrical safety concerns. Device repair is pending.

Manufacturer narrative:
The bench service engineer (bse) replaced the o2 inlet plate and the ac power cord and completed the testing and verification procedure for the ventilator. The devices factory settings were restored. The necessary verifications were completed to certify the restoration of the conditions prior to the device issue.